Event description:
It was reported that the device incorrectly diagnosed episodes of non-sustained ventricular tachycardia (nsvt) as at/af (atrial tachycardia/atrial fibrillation). The patient was in stable condition with no adverse events. No further information was reported.